Event description:
Pt sustained a deep vein thrombosis (dvt) to rt arm during 7/99 out-pt liver biopsy procedure. Pt attributes the cause of the dvt to the non-invasive blood pressure monitor used during procedure at 1,5,15,30 min intervals x 4 hrs. Per hosp risk mgr, there was no indication of pt injury and no report of device problem/failure during pts out-pt stay. 24 hrs post procedure, pt was re-admitted with diagnosis of dvt in right upper arm and started on a continuous heparin drip x 1 week. Per risk mgr, pt has recovered with no long term effects.